Event description:
It was reported that prior to starting a da vinci si surgical procedure, the thoracic graspers instrument shaft was noted to splinter. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the insulation on the main tube had scratch and some had been removed. The scratches measured roughly .023 through .121 in length. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.